Manufacturer narrative:
This product is registered as a combination product. Other (code unspecified, describe in (81) - selected by mistake. The product has not been received for analysis the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during the implant procedure, stylet would not advance to the tip of the atrial lead and the lead could not be implanted in the appendage. The lead was not used. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.